Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; an inferior vena cavagram was provided. The investigation is confirmed for occlusion of the inferior vena cava filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced obstruction within device. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was a 68 year old male and his weight was not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for obstruction within device as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced obstruction within device. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not provided.